Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent 1st surgery on (B)(6) 2018, fusion l5-s1 with expedium and t-pal. On (B)(6) 2018, revision surgery because of radiculopathy and suspicion on infection. Implants where loose, have been removed and replaced. Post op pain free. Tissue has been examined in bacteriology, one sample was positive. Patient showed up in (B)(6) with back pain, examinations have shown again pseudarthrosis and loosening of the implants. On (B)(6), again revision surgery, removal of all implants, which have been sent in for bacteriological examination. Several tissue samples will also be examined bacteriologically. T-pal cage will be removed from anterior after these results of the bacteriological examination are known.

Manufacturer narrative:
(B)(4). Visual examination of the setscrew revealed signs of operative use as evidence by superficial markings. The returned set screw features weak witness marks. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. The root cause of the set screws loosening could not be determined by the sample or information provided. A potential root cause may be the set screw not being correctly tightened down onto the rod properly. This may have permitted the setscrew to become loose. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.